Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found electrical/fiber optics defects resulting in components not functioning during testing. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the root cause of the reported event is attributed to a bricked ccc.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the vision tower could not complete the power on self-test during system setup. The system logs were unavailable, and an inquiry revealed that the tower's power button was blinking blue. The system was powered off, and each cart was powered on in stand-alone mode. While the console and robot completed their self-tests, the tower did not, and its power button continued to flash blue. A hard reboot on the tower was performed with no change. This issue occurred after generator testing had been conducted the previous night. It was advised to unplug the system during such testing, and the procedure was likely to be performed laparoscopically. The procedure was aborted with no reports of patient involvement.